Event description:
This device was explanted due to pacing pauses. The pt was noted to have oversensing on the rv channel which inhibited pacing. The physician tried replacing the rv lead, but similar issues were noted. The event could not be reproduced and the pt was asymptomatic during events. The device was noted to have migrated significantly and the pt "feels it pull every time she uses her arm."